Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports that the patient was in a car accident "months ago", exact date unknown. Rep reports that after this car accident the patient turned stimulation on and was feeling stimulation in the wrong location, which led to the physician taking an x-ray and discovering the leads had migrated "all the way up to t4".  Rep reports the system was replaced, devices were discarded by the customer. Rep spoke with patient yesterday and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2026; product type lead product ID 977a260 lot# serial# (B)(6); implanted: (B)(6) 2020; explanted: (B)(6) 2026; product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 19-jun-2027, UDI #: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 17-dec-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.